Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient's mother contacted lifescan (lfs) alleging that her son's onetouch ultra2 meter was reading inaccurately high compared to his feeling. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2013, and obtained the following information: the patient tests between five to ten times a day and manages his diabetes with novolog insulin (1 unit for every 14 carbohydrate) and 14 units of lantus insulin in the evening. On the evening of (B)(6) 2013, the patient reportedly obtained a blood glucose reading of "338 mg/dl" with the subject meter. The patient reportedly administered his usual dose of 14 units of lantus, however, according to the reporter since the reading was over 200 mg/dl, he was not given a snack before going to bed that evening. The reporter clarified she typically wakes the patient up at 2:30am to test his blood glucose; that morning (on (B)(6)) he obtained a reading of "94 mg/dl" with the subject meter. In response to the reading the patient consumed a protein bar and then went back to bed. Approximately four to five hours later, the patient reportedly woke up with symptoms of shaking, crying, and pale (symptoms associated with severe hypoglycemia). According to the reporter, the patient tested his blood glucose with the subject meter and reportedly obtained a reading of "80 mg/dl". The patient consumed his breakfast and felt better soon after. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 2 (04/19/2013)-device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.